Manufacturer narrative:
Eval: this event is still under investigation. The user facility has agreed to return the sample for investigation after the investigate internally. We can report that we have not rec'd any other reports on this device lot number. Lot size was 35, 280 units.